Manufacturer narrative:
Investigation summary: erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Investigation conclusion: based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic (B)(4) (erroneous potassium) was appropriate. Root cause description: based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic (B)(4) (erroneous potassium) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer inquiring why the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure was giving (elevated k+) erroneous levels in the lab. She had downloaded the hemolysis trouble shooting chart and wanted to know the clotting times and centrifuge time for the specimen. Fond after use of the product. No reports of serious injury or medical intervention noted.